Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse trying to start therapy in an arctic sun device and reservoir was empty. The device would not take the water. Had disconnect pads from fluid delivery line (fdl) and try again. Device still not filling, pump was not audible. They would swap to their other device and have biomed troubleshoot this one tomorrow.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labeling/IFU revision accompanying this serial number is not recorded in the DHR. The latest labeling revision was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse trying to start therapy in an arctic sun device and reservoir was empty. The device would not take the water. Had disconnect pads from fluid delivery line (fdl) and try again. Device still not filling, pump was not audible. They would swap to their other device and have biomed troubleshoot this one tomorrow.